Event description:
The consumer stated that they had the heating pad on the small of their back and started smelling something burning. The consumer noticed that a hole burned through the back of the heating pad, through the cover, and into their couch, the consumer's description indicates that the heating pad was between them and the couch (that they were laying on it). This is a direct violation of the instructions and warnings provided both in paper for with the product and printed on the removal cover which the customer states was in place at the time of the incident. This incident is the direct result of consumer misuse/abuse of the product. No injury was reported and the consumer never contacted the manufacturer directly to report the incident.